Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e/a alarm anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump has been constantly beeping and has a black circle on it. His blood glucose was unknown at the time of the incident. During troubleshooting, the customer stated that he was not calling back after a recommended pump rest and that this was the first time the issue had occurred. He said that there was nothing else nearby that was beeping and that it occurred while he was getting in the car. The customer said that his display screen went blank, he inserted a battery and then the screen came back on. He stated that the pump then received an alarm. During troubleshooting for the alarm, the customer was assisted with performing a self-test and it passed. He was advised to monitor the pump. He set the time and date and was able to perform a rewind. The customer called back about a week later and stated that his pump was experiencing the constant tone again. During beep/vibrate anomaly troubleshooting, the pump was alarming with a constant tone and the customer was calling back after performing the recommended pump rest. The insulin pump will be returning for analysis.